Event description:
It was reported that subsequent to the implant of a protegen sling, the patient experienced persistent vaginal discharge and infectioin, and the device was removed. The device was not returned for evaluation.